Event description:
Patient reported being injected with 3 syringes of harmonyca¿ with lidocaine, with 2 syringes of skinvive¿ by juvéderm®, and with 1 syringe of juvéderm® voluma¿ with lidocaine. Nine months later, the patient had tooth 14 extracted, had a graft, placed a pin, and ¿had an allergy to amoxicillin (not device related).¿ since the extraction, the patient experienced ¿a lot of pain, nodules, hardening, swelling, and burning.¿ the patient was treated with 20 injections of nimesulide and corticosteroids, without improvements. Event is ongoing. This file captured the harmonyca¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "allergic reaction/hypersensitivity", deemed not device related is considered an unexpected adverse drug experience.